Event description:
It was reported the er320s was used during a laparoscopic cholecystectomy. Two er320s spit clips without forming. A el314 was used to complete the case. There was no consequence to the pt.